Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/06/2014 with the following findings: the pump not primed warnings observed in the black box force readings do not reach zero. Prime history shows a prime of (B)(4) units on (B)(6) 2014 at 11:11 am. The daily insulin delivery totals correctly reflect user's programmed basal rates. The rewind, load cartridge, and prime steps performed successfully with no alarms. The force sensor calibration test confirmed sensor is detecting correct force at 5 lbs. Pump was exercised for 24 hours with no loss of primes occurring. Pump passed delivery accuracy test and found to be delivering within required specifications. The pump was opened and no damage was found to the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that, after having received a loss of prime alarm, the patient had primed while attached. About 74 units of insulin were infused. The patient is hospitalized receiving IV glucose, insulin via injection, and food as treatment. Blood glucose has ranged from 50 to 500 mg/dl. The pump is being replaced per health care provider request. This complaint is being reported because the patient experienced hyperglycemia and the pump cannot be ruled out as causing/contributing to the hyperglycemic event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.